Event description:
It was reported that the user contacted support to ask about the cgm¿s lower reportable limit after experiencing episodes where the ilet displayed ¿low,¿ and the agent advised that cgms do not read below 40 mg/dl and reviewed ilet correction guidance. Symptoms included hypoglycemia with urgent low glucose readings. Outcomes included user self-treatment with oral glucose. Investigation included troubleshooting and user education regarding low glucose management and device use. Investigation of this case revealed no device malfunction and suggested that hypoglycemia may be multifactorial, with the user noting a recent diagnosis of gastroparesis as a potential contributor, while the cgm limitation below 40 mg/dl explained the ¿low¿ display. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.